Manufacturer narrative:
The product has been requested and the investigation is underway.

Event description:
A user facility reported burns to the patient''s left and right jawline as well as right cheek. The nature of the injury was noted as pin point burns - also elongated. Available pictures were reviewed by the medical reviewer and multiple crusts were visible over the right side of the face, the left jawline, and the neck area. The patient was not on any pain medication or placed under anesthesia. Secondary intervention required to treat this event included applying antibiotic ointment and spf sunblock. The patient''s current status is noted as healing; however, marks are not yet fading. It is not known if there will be any permanent damage or scarring. No other treatments (besides thermage) were being performed in the same area where the symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. It is unknown at what rep or range of reps/sites the incident occurred. The highest energy level used was 4.0. No system errors occurred, nor was anything out of the ordinary noticed during treatment. Solta medical croygen and just under 2 bottles of coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use and without discrepancies. The thermage treatment tip surface was re-inspected during the treatment at about every 12 pulses. This is the first time the tip was used.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Event description:
A user facility reported burns to the patient''s left and right jawline as well as right cheek. The nature of the injury was noted as pin point burns - also elongated. Available pictures were reviewed by the medical reviewer and multiple crusts were visible over the right side of the face, the left jawline, and the neck area. The patient was not on any pain medication or placed under anesthesia. Secondary intervention required to treat this event included applying antibiotic ointment and spf sunblock. The patient''s current status is noted as healing; however, marks are not yet fading. It is not known if there will be any permanent damage or scarring. No other treatments (besides thermage) were being performed in the same area where the symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. It is unknown at what rep or range of reps/sites the incident occurred. The highest energy level used was 4.0. No system errors occurred, nor was anything out of the ordinary noticed during treatment. Solta medical croygen and just under 2 bottles of coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use and without discrepancies. The thermage treatment tip surface was re-inspected during the treatment at about every 12 pulses. This is the first time the tip was used.

Manufacturer narrative:
Investigation found that the damage to the radiofrequency trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the treatment tip. Evaluation of the treatment tip confirmed damage along the rf trace of the tip. Defects on the tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and can potentially cause patient burns. The thermage user manual (p009240-06 rev. A) instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, scabbing, are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing CAPA related to radiofrequency trace damage for thermage cpt tips.

Manufacturer narrative:
The data logs were reviewed and based on the evaluation of the data, the handpiece and system performed as expected. The product was returned and service determined that the tip was used up and used for 1200 treatments. The thermage tip is valid and verified against the solta database. The tip passed the flow test but failed the leak test. The tip failed visual inspection for dent and burnt trace on tip surface as dialectic breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to the tip being used up and the burnt trace on the tip surface. Service was unable to determine when and how dent happened. It is unlikely that dents can contribute to the related complaint. The plant evaluation is underway.